Manufacturer narrative:
Conclusions: reporter has stated that the vocal cord paralysis was a result of extended surgical time involving reimplantation of the vns therapy system.

Event description:
Reporter indicated that pt developed vocal cord paralysis as a result of "extended surgery time" during lead and generator replacement. The pt underwent a successful vocal cord restoration procedure in 2007. The pt remains on vns therapy.

Event description:
The patient's device was disabled and explanted electively, so the patient was no longer receiving vns therapy. No further relevant information has been received to date.